Manufacturer narrative:
(B)(4) follow up. It was reported one unit had a manufacturing date as august 2023 and expiration date as september 2023. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web with the manufacturing date as 2023-09-12 and the expiration date as 2023-08-31. No other information could be obtained from the photo. This defect could occur if there was a problem while producing this lot and the expiration date was re-entered with the incorrect information. A device history record review was completed for provided material number 303285, lot 3250853. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Procurement team of the hospital called me on (B)(6) 2024 to inform me that one unit of plastipak 20cc luer lok had manufacturing date as aug'23 and expiry date as sep'23, he shared a picture of the same.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Procurement team of the hospital called me on 2nd oct 2024 to inform me that one unit of plastipak 20cc luer lok had manufacturing date as aug'23 and expiry date as sep'23, he shared a picture of the same.